Manufacturer narrative:
Additional information was added. Additional information/correction:catalog number, manufacturer,PMA/510k #. Address: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water testing were performed with no issues noted. The set was primed, and backflow functional testing was performed. The device primed normally and worked per specification with no backflow noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified access set back flowed. It was further reported that the event occurred during patient infusion. A clearlink secondary set was connected to a secondary administration bag filled with methylene dye in 100ml 5% dextrose and ¿through the backcheck value¿ which is connected to a 1000ml viaflex bag. ¿to prevent to medication from back flowing into the primary bag we clamped the primary line once this issue was discovered¿. There was no patient injury or medical intervention associated with this event. No additional information is available.